Event description:
Reporter alleged the customer was assisted by a relative in obtaining discrepant blood glucose values of hi (greater than 600 mg/dl) back to back with a result of 228 mg/dl. Testing was performed one minute apart on the advantage system. Reporter stated the customer took his normal dose of insulin at the time and feels "lethargy"; however, did not state whether it was typical hypoglycemic or hyperglycemic symptom. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.